Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to turn on and had black screen. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was not turning on and had black screen. A field service engineer (fse) powered off the device and unplugged the drawers, then reconnected them one by one to isolate the issue. The problem was traced to the controller drawer card for drawer 4, which was replaced. After rebooting the device, drawer 4 was tested in the hardware test application and confirmed operational. The customer successfully inventoried medications in the drawer, and all tests passed. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.